Event description:
It was reported by a customer on (B)(6) 2011, the fiber forward fired and/or the fiber was damaged at the tip at 12,000 joules. Per the customer, the procedure was stopped once this fiber was damaged. No pt injury was reported.